Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to over 252 mg/dl (14 mmol/l) while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient administered a bolus, and a new pod was applied.